Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. The following information was requested, but unavailable: could you please provide device details (product code/lot#/batch#)? Could you please clarify if was a powered o manual device? Could you please clarify how long was the delay (hours/minutes)? Was there any patient consequence as a result of the procedure being prolonged? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the unknown procedure, the doctor fired an ecs (unknown size and lot) in a sigmoid procedure. After the firing, he saw that the firing failed and didn¿t staple around the entire circle. The back side had no staples and he had to over sew the staple line. He said the tissue rings were not complete. The surgery was delayed but completed successfully. There were no patient consequences reported.